Manufacturer narrative:
Concomitant products: 72213n; (4) 2420-0500; 50ml baxter bag ndc 61553-082-1, lot 162290007s, exp 09/30/2016, calcium gluconate; 1000ml baxter bag ndc 0338-0117-04, lot y208215, exp feb 2018, lactated ringers; 50ml baxter ndc 0338-0049-11, lot p346452, exp aug 2017 phytonadione 5mg in 0.9% sodium chloride injection; 100ml baxter bag ndc 0338-0049-18, lot p346908, exp sep 2017 insulin regular (human) inj in sodium chloride; 50ml hospira bag ndc 0409-6729-24, lot 61-030-jt, exp 1 jul 2017 magnesium sulfate; therapy date: (B)(6) 2016. The pcu event log shows that at 6:00 pm on (B)(6) 2016 the pump module was programmed to infuse insulin 100unit in 100ml at 2ml/hr, and ran until 6:45 pm when the device was channeled off. The volume recorded as being infused during this period was 1.295ml. The starting volume of the fluid container cannot be determined through device logs. Functional testing found the pump module to be delivering fluid within specification. There were no anomalies observed with the returned primary set, and there were no leaks observed. There were no issues observed with the pump module's ability to pull the flo stop into the closed position when opening the door. The root cause of an insulin overinfusion was not identified.

Event description:
The customer reported an insulin infusion of 100 mg /100 ml (presumed to mean 100 units /100 ml) was programmed as a primary infusion using guardrails, with an intended rate of 2 ml/hr and a vtbi of 90 ml, and infused faster than expected. Other infusions at the time of the event were magnesium sulfate, calcium gluconate, and lactated ringer's. The patient required unspecified treatment when their blood sugar dropped into the 60's however there was no lasting harm reported. Biomed conducted an internal facility inspection of the device and found no deficiencies.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer gave a vague report of an over-infusion of insulin which occurred around (B)(6) 2016, but the exact date is not known at this time. Biomed conducted internal facility inspection of device and found no deficiencies. No patient harm was reported as a result of the event.